Event description:
Patient # (B)(6) (pas #(B)(4)) index procedure was performed on (B)(6) 2021. On (B)(6) 2024 during monitoring of the pas, apifix identified that patient # (B)(6) (pas# (B)(4)) visited the clinic on (B)(6) 2024 where reportedly the most distal proximal screw migrated and is now in the rib head'. The plan is do surgical treatment by removing the device and/or doing psf. Family to call office when decision is made on how they want to proceed. On (B)(6) 2024 patient underwent apifix removal surgery and posterior spinal fusion t10-l2 with instrumentation and allograft.